Manufacturer narrative:
We have received statements from the site that the patient had an examination and x-rays for back pain. The x-rays were negative and the exam did not indicate injury. It is being treated as a "strain." The physician referred the patient for physical therapy and indicated that the patient is to follow up with him afterwards. At this time the physician does not know if the patient did indeed go for physical therapy. The manufacturer cannot confirm any adverse event associated with the device. The MDR is being submitted based on patient statements.

Event description:
Actual received complaint description: "technologist states that he positioned the patient in the chair for a cardiac scan and raised the seat bottom up to better position the heart in the fov. He was marking the patient for the scan when she made a small sound but said nothing. He continued to explain the procedure and scan the patient successfully. After the scan, the patient claims that she was "pinched" in the back by her shoulder area by the head rest. The patient claims that she now has a pinched nerve. The next morning she woke up with back pain and informed the office of what had occurred at their site. At this time we have no evidence of injury or medical intervention performed, just the statement from the patient that she felt pinched."